Manufacturer narrative:
Patient identifier = (B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) 2019 (B)(6) initial = 119.87ng/ l / second sample 3 hours later (B)(6)= <5ng/l / first sample retest = <5ngl. The (B)(6) male had an EKG performed, additional blood draws, and was in the hospital for 3 hours. There was no reported adverse impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-27, and a.i.d.d longford, lisnamuck co. Longford, longford na, irl manufacturing site in section d of this report to architect i2000sr analyzer; ln 03m74-02; serial # (B)(4), and abbott manufacturing inc, 1921 hurd drive, irving, texas, USA, 75038, manufacturing site of new suspect device. MDR number 1628664-2020-00083 has been submitted and all further information will be documented under that MDR number.